Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood in the outer insulation located at the distal end of the lead and is considered normal for the lead model. The lead was able to be passed through a 6250 catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the left ventricular (lv) lead, the lead dislodged and could not be repositioned. The lead was not used and the physician opted to use a his lead instead. No patient complications have been reported as a result of this event.